Event description:
This follow-up MDR is created to document the additional event information received for record # (B)(4). According to the available information the inflatable penile prosthesis was implanted in 2009 and removed/replaced on (B)(6) 2020 due to a failure of the device. Additional information received from the territory manager indicated: ¿device failure at pump junction. This was a replacement of an 11 year old device. The device will not be sent back and no information is known about the previous device.¿ the device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the device failed at the pump junction.